Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer reported that they evaluated the iabp unit and it had a slow leak. The iabp needed a new gasket on the yoke for the helium tank which was replaced. There was no need for further repair. The iabp went back in service the following day. All tests and repairs were performed by the customer.

Event description:
It was reported that during use on a patient, during the night, the cs300 intra-aortic balloon pump (iabp) emptied 3 helium tanks in several hours. A 2nd iabp was placed. No patient harm, serious injury or adverse event was reported.